Event description:
Refrence number (B)(4). Event occured in canada. It was reported that the patient faced a bent infusion set cannula event on (B)(6) 2026. The insertion site was the abdomen. The bent cannula resulted in a high blood glucose level 330 mg/dl, and the patient was treated with correction bolus via multiple daily injection (mdi). No further information is available.